Event description:
"Dealer states user is complaining that the rear wheels rub against the arms. Dealer states when he went to look at it they found that the rear wheels both have a slight warp to them. Dealer states the user wants the wheels replaced."

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 9sl, serial number/date code (B)(4) is approximately 2 months old. The owner's manual part number 1056953 rev p (nov-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.